Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken and opening, missing shell (0-25%) and crease fold. Base on the device analysis the final assessment is: a striated broken and opening assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally noted right side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally noted right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally noted right side capsular contracture, baker grade unknown. Device has been explanted.